Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was pulling a trash can up a small incline when the patient experienced symptoms of dizziness and a slow heart rate. It was also reported that there was t-wave oversensing noted which affected the v-a timing cycle, thus lowering the patient's heart rate below the programmed lower limit. The device was reprogrammed and remains in use. No further patient complications were reported as a result of this event.